Event description:
Caller reported a malfunction on the pump, specifically with malfunction code malf 12, although no notable events preceded it. There was no adverse impact to the customer's blood glucose level. The customer contacted technical support, who provided instructions on how to reset the pump. After resetting, the malfunction did not recur, allowing the customer to continue using the device. The customer was advised to call back if the malfunction code reappeared, and they acknowledged and understood the instructions.